Event description:
Physician was having difficulty removing taxus stent. Was unable to cross the lesion site. Stent became dislodged from the catheter, migrated to the iliac artery. No injury to pt.

Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered and the stent dislodged from the delivery device. The physician deployed a taxus express2 3.0 x 12 mm drug eluting stent in the proximal obtuse marginal. He then attempted to advance a taxus express2 3.0 x 8 mm drug eluting stent distally, through the previously placed stent in the proximal om to the calcified lesion, which had not been predilated. He was unable to cross the lesion and after attempting to advance the delivery device through the lesion three times, he attempted to remove the delivery system. The physician encountered difficulty withdrawing the delivery system into the guide catheter. Upon removal of the stent delivery system, guide wire and balloon from the pt, the physician realized that the stent was not on the delivery system. The stent had lodged sideways in the right internal iliac artery. The undeployed stent remains in the pt; it is unknown if any attempts were made to retrieve the taxus stent. The physician did not treat the target lesion. No other pt complications or injuries were reported.